Event description:
It was reported the catheter was difficult to remove and froze on the guidewire. An atherectomy procedure was being performed on a 90% stenosed, severely calcified and mildly tortuous lesion in the mid left anterior descending coronary artery. A mamba flex microcatheter was being advanced over a non-boston scientific guidewire and could not be advanced any further or be removed. It became stuck on the guidewire and both the guidewire and microcatheter had to be removed together as a unit. The procedure was successfully completed with a different device without issue or patient injury. The patient was stable post procedure.

Manufacturer narrative:
Device returned to manufacturer: returned product consisted of a mamba flex 135 microcatheter. No guidewire was returned in the device or with the device. The hub, shaft and tip were microscopically examined. The device showed no shaft damage. The reported complaint was issued for a guidewire restriction/stuck during the procedure. The devices guidewire lumen was hydrated with fluid. It was noticed that the device showed blood being expelled from the lumen with some difficulty. A .014 test guidewire was hydrated and inserted into the hub end of the device and transcended through the device with a slight restriction due to the blood and possible dried saline and contrast. The guidewire did transcend through the device after the device was flushed. Per the returned information a .009 rota wire was used as an exchange wire for the rota procedure. During analysis a .009 test rota wire was used to insert into the guidewire lumen. The rota wire transcended through the device with no hesitation or restriction. The devices shaft, at the distal end was curved into a simulated tortuous anatomy and the guide wire showed a slight restriction; however, the guidewire moved freely through the device. No other issues were identified during the product analysis. The complaint was confirmed for a restriction/friction of the guidewire due to the dried blood and possibly saline/contrast in the guidewire lumen.

Event description:
It was reported the catheter was difficult to remove and froze on the guidewire. An atherectomy procedure was being performed on a 90% stenosed, severely calcified and mildly tortuous lesion in the mid left anterior descending coronary artery. A mamba flex microcatheter was being advanced over a non-boston scientific guidewire and could not be advanced any further or be removed. It became stuck on the guidewire and both the guidewire and microcatheter had to be removed together as a unit. The procedure was successfully completed with a different device without issue or patient injury. The patient was stable post procedure.